Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510k number for the venovo venous stent products is identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available; the provided video stream could not confirm stent jumping because the moment of stent deployment was not included which leads to an inconclusive evaluation result. Stent jumping may be related to incorrect holding and handling during deployment. Sizing of the stent in relation to the vessel may be a contributing factor. Difficult patient anatomy may be a further contributing factor. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Malposition of the stent was found addressed as potential complication and adverse event. Holding and handling of the system throughout deployment including preparation was found addressed. In particular, the instructions for use state: 'remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.' A reference table for stent size selection was found included in the instructions for use . H10: d4 (expiry date: 03/2022), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during stent deployment through left femoral artery via iliac vein the stent allegedly jumped. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during stent deployment through left femoral artery via iliac vein the stent allegedly jumped. There was no reported patient injury.